Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was "leaking implant." Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis of the returned device identified red particles in device outer surface and creases. A leak test and microscopic analysis was performed which identified one striated opening and other nicks. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one opening striated assessed as surgical damage. Nicks others assessed as non-penetrating nick.

Event description:
Healthcare professional reported a left side implant exchange from textured to smooth due to the concerns of the product and "leaking implant". Device has been explanted.